Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the tip during knotted suturing at the dermis because the surgeon grasped the needle tip by mistake. No fragment remains in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.